Manufacturer narrative:
No device lot code information could be provided by the facility, and device was not returned. Therefore evaluation is incomplete. User instructions printed on the pad state: "always test the system before each use", "do not bend, fold, submerge in liquid, or tamper with the sensormat pad. If the sensormat pad is folded, it may not function properly.", and "if product fails to function properly at any time, stop use immediately and replace with new sensormat pad." User facility disposed of the product.

Event description:
Patient was sitting in the chair with chair alarm pad on and plugged in to receptacle with "bed alarm." The patient stood up and fell, the alarm did not alert. No patient injury. A nurse sat on the chair pad several times before it alarmed.